Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this event. A review of all batch record documents was performed for gd893149 and gd892950 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain. The patient was taken to the hospital but was not hospitalized. The patient was treated with cefepime intra-peritoneally (dose and frequency were unreported) for peritonitis. The cause of peritonitis was not reported. The patient recovered and dianeal therapy was ongoing. The event of peritonitis was unrelated dianeal therapy, baxter devices, or baxter disposables.